Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to palpitations. Upon interrogation, the patient's implantable pulse generator (ipg) was undersensing atrial flutter episodes and was presenting them as atrial sense-ventricle sense episodes instead. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.